Event description:
The wife of a male pt contacted lifecor customer support to report that when they put the battery pack into the monitor, it continues to alarm and vibrate, even after holding the response buttons and pressing ok. A lifecor sales rep visited the pt and found bent battery contacts inside the monitor's battery well. He replaced the pt's monitor and battery packs. There were no alarms with the new equipment.

Manufacturer narrative:
Device manufacture dates: monitor - 07/2005. Batttery pack - 10/2004. Battery pack - 11/2004. Evaluation: device evaluations of monitor and battery packs have been completed. The reported problem was confirmed. Several of the contacts within the monitor's battery connector were bent, which prevented proper mating with the battery pack connector. In addition, both battery packs have damaged contacts within their connectors. The cause of the bents contacts was likely a connector misalignment between one of the battery packs and the monitor during insertion. Once the contacts were damaged within the monitor the second battery pack was damaged when it was forced into the monitor. The root cause of the connector misalignment cannot be positively identified. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and 2 battery packs. The damaged monitor and battery packs will be repaired.